Manufacturer narrative:
A site visit revealed the following issues as possible causes for the erratic results: probe link tubing was installed incorrectly and crimped; the teflon nozzles on both bulk solution dispensers were torn and slipping; a probe crash on the sampling probe occurred on 2/4/1998 with no probe crash recovery performed. The tubing and sample probe were replaced and the probe calibrated. The bulk solution dispensers were replaced. According to the axsym operations manual, pages 10-271 to 10-274, damaged probes, incorrect positioning of the probe, bulk solution 1 and 3 dispensing improperly are probable causes for erratic results. Axsym operations manual provides instructions on proper probe crash recovery and replacement of probe link tubing, pages 9-147 to 9-152 and 10-262. Adequate labeling exist to minimize the associated risk to pt results. This is the final result.

Event description:
On 01/20/98 the account reported a false negative bhcg result of 0 miu/ml, which was run on the axsym analyzer. The sample was retested in duplicate giving results of 112,000 miu/ml. Level ii control was run prior to the erratic result and was within range. The pt was redrawn and a result of 112,000 miu/ml was given again. A corrected report was sent out. According to the account, three negative pt samples were retested and all samples gave negative results. No report of injury.